Manufacturer narrative:
The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. The baxter technician thoroughly inspected the device and was unable to duplicate the reported issue. The devicefunctioned as designed. No malfunction. No report of serious injury or death. Baxter does not consider this complaint reportable.

Event description:
Hillrom received a report from a hillrom technician stating the code blue did not annunciate to staff station in break room from critical care.. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the code blue did not annunciate to staff station in break room from critical care.. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4)